Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the caller indicates that they have tried 7 different levels and are not getting any relief and it is getting worse. They are going every 15 minutes or if they are stopping somewhere and can't get to the bathroom. The device is "annoying" because they are just under the skin and it is a pain (meaning inconvenience) because you have to get just the right spot to connect to it. The patient was redirected to their healthcare provider to further address the issue.